Event description:
It was reported that the primary reason the patient discontinued usage was that after they had the device surgery twice it stopped working again after a few years. It was noted that the patient did not decide to go through a third surgery. Additional information received reported that it was unknown if there was 50 percent or greater symptom reduction as the patient had not followed-up at the clinic in 4 years. It was unknown how the patient was doing now. Refer to manufacturer report # 3004209178-2014-14010 for the first device that stopped working.

Manufacturer narrative:
(B)(4).